Event description:
In 2006, the lay user/patient contacted lifescan alleging that her one touch fast take meter was reading inaccurately erratic. The senior medical affairs specialist listened to the recorded call on the following day. The patient reported blood glucose results of "153 mg/dl and 345mg/dl" with the lifescan meter on event day, performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient administered 4 to 5 extra units of humalog insulin based on the elevated results, in addition to her prescribed nph dose. She described feeling sweaty and not good the rest of the day. No medical attention was sought. The customer care advocate (cca) verified the unit of measurement and calibration code were set correctly. The patient was correctly cleaning the puncture area and using the correct testing technique. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The patient reported running through a control solution test and obtaining a 195 mg/dl result, which was outside the specifications. The cca walked the patient through quality control testing, using a different vial of test strips, and both results were within specifications. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained inaccurately erratic results, administered extra insulin based on the elevated results, developed symptoms of feeling sweat/not good, and did not seek further medical attention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.